Manufacturer narrative:
The field service engineer (fse) inspected the analyzer onsite and replaced the wz1 manifold kit valve #2 and wz1 vacuum vessel drain valve as a result of a diagnostic wz valve pressure check failure. Additionally, the fse replaced a leaking r1 syringe. A review of the analyzer service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the likely cause parts. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect (B)(6) results were generated. The following data was provided: sample ID (B)(6): (B)(6). Sample ID (B)(6): (B)(6). No adverse impact to patient management was reported.